Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally it was reported that the "cartridges sliding out without wanting them too". There was no adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.